Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text: placeholder.

Event description:
The patient was undergoing a carotid cavernous fistula (ccf) embolization procedure using a neuron select catheter 5f (5f select), a non-penumbra sheath, and a guidewire. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician experienced resistance while advancing the 5f select through the patient's anatomy. The physician then observed under fluoroscopy that the 5f select was fractured into three pieces at the distal end. The physician then performed an angioplasty via femoral puncture and used a snare device to remove the fractured pieces of the 5f select. The procedure was completed using a neuron max 6f 088 long sheath (neuron max) and a neuron 6f 070 delivery catheter (neuron 070). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned 5f select confirmed a fracture. This type of damage typically occurs if the device is manipulated or torqued unrestrained against resistance. The fractured tip was returned in several fragments, and it appears some portion of the tip was not returned. Based on the reported event, tortuous anatomy may have contributed to increased resistance during the procedure. The root cause of the fracture could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.